Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The root cause of the procedural difficulties could not be determined.

Event description:
It was reported that during an angioplasty procedure, the express2 stent detached from the delivery system. The lesion being treated was located in the calcified and tortuous obtuse marginal artery (om). The guide catheter and wire (mfrs unk) bent inside of the pt. While attempting to remove the express2 delivery system through the bent guide catheters, the express2 stent came off of the delivery system and floated distally to the superficial femoral artery (sfa). A 4.5 x 16 liberte stent was then deployed to secure the express2 stent to the wall of the sfa. No pt complications were reported. Pt status reported as 'okay'.